Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a cut in black I-beam tubing connecting ff130 to ff150 at pinch valve pv42. Pv42 controls the path for pressurized diluent or cleaning agent to the aspirator tip. The fse replaced black I-beam tubing to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the probe wash block area of the lh500 instrument. The volume of the leak was around 0.5ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.